Event description:
User reported the valve body on the water reservior of the analyzer had cracked and leaked onto the floor. User said the leak was cleaned up without incident. No patient samples were affected and no operators were injured. The technical support specialist sent the customer a replacement valve body.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Data from cardiac monitoring stopped transmitting. A "leads fail" alarm occurred. When the rn responded to the loss of cardiac monitoring data, she immediately changed the battery and does not recall what the battery status lights were. It is possible that the battery depleted and that the staff did not hear the audible alarm or see the low battery alarm. The patient was discovered pulseless and CPR/acls was initiated.

Manufacturer narrative:
Investigation indicated the cracked valve body might have been caused by elecsys syswash. It is recommended the valve body be exchanged every 6 months as part of preventative maintenance.